Event description:
It was reported that the programmer's electrocardiogram (surface leads) signal was too poor for use. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the electrocardiogram signal was poor and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis also found that the stylus was damaged and it was replaced and calibrated as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.